Event description:
The hospital reported that during the preparation for an endoscopic vein harvesting procedure, it was noticed that the silicone coating on the hemopro jaws looked like it had been chewed up and a small piece was missing. The missing piece was not inside the sterile pouch. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. There was no patient involvement.

Manufacturer narrative:
Investigation results: the visual inspection confirmed that the cold jaw boot coating had a piece detached on the side and had cracks along the silicon boot. No adhesive was present on the exposed jaw boot. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).